Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump buttons were frequently unresponsive. The patient's blood glucose at the time of incident was 11.1 mmol/l. Troubleshooting was initiated for the keypad anomaly. Block mode was not active. The max bolus and basal settings were not at 0.0. The customer changed the battery but the buttons remained unresponsive. The customer was advised to revert to a medically prescribed back-up plan. However, the insulin pump was not returned or replaced.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump at the battery compartment and minor scratched lcd window. (B)(4).